Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from one of its connection ports. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured august 13, 2022 - august 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo noted an appearance of a droplet near the spike port area. Based on the inspection of the photograph, the reported condition was verified. The cause of the condition could not be determined, however, a possible cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.